Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a in stent stenosis in the subclavian vein, the pta balloon allegedly ruptured. Reportedly, after the rupture occurred a portion of the balloon segment got stuck on part of the stent. The health care provider used a covered stent to pin the balloon segment to the original stent. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned. Each segment of the catheter was examined. The proximal segment of the catheter consisted of the hubs and a portion of the catheter. This segment was returned inserted through the 7fr sheath. The outer catheter extended 36.4cm from the strain relief to the point of catheter detachment, and the polyimide extended 37.3cm from the strain relief to the point of catheter detachment. The points of detachment were uneven and jagged. Two kinks were noted to the proximal segment. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The distal portion of the catheter was received in two separate sections; the first section consists of the remainder of the outer catheter from the point of catheter detachment to the point of balloon detachment. 2.85cm of the balloon remains from the proximal cone to the complete circumferential balloon rupture. The edges of the balloon rupture were examined under microscopic magnification and were observed to be jagged. The second section consists of the distal tip and 46.1cm of the polyimide. Both marker bands were present but both had slid to the distal tip. Balloon material is noted to be bonded to the distal tip, however, the remainder of the balloon was not returned. The distal tip of the returned sheath was noted to be both buckled and flared, indicating retraction issues with the device. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the returned condition, the investigation is confirmed for both a balloon and catheter detachment as the distal portion of the balloon was detached, and as the distal portion of the outer catheter and polyimide were found to be detached from the proximal end of the device. Additionally, the investigation is confirmed for dislodgment of the marker bands as both had slid down to the distal tip of the device. The investigation is confirmed for a completed circumferential rupture of the balloon, and for sheath related retraction issues as the distal tip of the introducer sheath was returned flared. Per the reported event details, the balloon ruptured in stent stenosis. Therefore it is possible that the stent contributed to the rupture leading to the identified retraction issues and detachments. However, the definitive root cause for the identified issues could not be determined. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a in stent stenosis in the subclavian vein, the pta balloon allegedly ruptured. Reportedly, after the rupture occurred a portion of the balloon segment got stuck on part of the stent. The health care provider used a covered stent to pin the balloon segment to the original stent. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.